Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent total knee replacement on (B)(6) 2025. While assembling the im jig, the block would not go on smoothly as well as alignment tower would not go into holes into block. Blocks appear to be defective or worn. Surgical delay unknown.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that while assembling the im jig, this block would not go on smoothly as well as alignment tower would not go into holes into block. Blocks appear to be defective or worn. Surgical delay unknown. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found nothing indicative of a device nonconformance. The device exhibits a condition consistent with normal use. A dimensional inspection was performed and met specifications. A functional test was not performed since the mating device was not returned for evaluation. The overall complaint was not confirmed as the observed condition of the sigma hp 3deg lt cut blk would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. The following drawings reflecting the current and manufactured revisions were reviewed: dwg-114128 rev b current, a manufactured. Dimensional inspection: feature: insertion holes. Specification: 6x 3.250 mm +/- 0.025, 2x 5.013 mm +/- 0.013. Measured dimension: 6x 3.230 mm, 2x 5.00 mm. Result: conforming. Vermont gage zz plus gauge pin ID#cd79318. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (j0709) provided is not a valid finished goods lot# h11 additional narrative: added: b5 corrected: h3.

Event description:
Additional information was received and stated that there were no delays. There was no consequences due to this. It appears the blocks holes are worn, stiff for another metal piece to connect to it.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: h6 health effect (clinical and impact code). If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.